Event description:
During a laparoscopic inguinal hernia repair procedure, the surgeon was firing and palpating when device went through abdominal wall, which lead to a needle stick puncture in the hand of the technician. There was no patient consequence. Case completed with another device of the same product code.